Event description:
Reporter alleged segments were missing from and darkened on the display of the compact plus system. Customer discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. No adverse event reported. Unsuccessful call back attempts were made to request the return of the suspect device. Replacement product was sent.